Event description:
It was reported that the wake button on the pump was damaged and did not respond when pressed. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and follow-up with technical support, and no additional information was received regarding the outcome of the event.